Event description:
Home patient (hp) reports cracked minicap with betadine leak noted. Noted during use. Hp reports crack was located on side of cap at open end. Hp was treated prophylactically with kefzol 1 gm. No pt injury reported.